Manufacturer narrative:
UDI: (B)(4); investigation is underway.

Event description:
As reported by a field clinical specialist, a 26 mm sapien 3 valve was implanted in the aortic position via transfemoral approach. During deployment a balloon burst occurred. The delivery system would not enter the sheath for removal, so the delivery system and sheath were removed as one unit. When the delivery system and sheath were placed on the back table, the delivery system was pulled from the sheath in an attempted to uncurl the balloon to see where the burst occurred.  At that point, the balloon came apart. There was some concern whether balloon material was left in the body. The patient was complaining of pain in the leg.  An angiogram was performed which showed no blood flow down the right leg (where the sheath was). An attempted was made to balloon the area to see if there was a dissection, however there still was no flow. Vascular surgery was notified and a cut down was performed. Upon inspection, there was no balloon material found. The vascular surgeon then fixed the vessel. The amount of volume used for valve deployment was 26 minus 1 cc. Annulus was 430. There was some stj calcification, but nothing significant that would have made us concerned or expected this result.ca

Manufacturer narrative:
Additional information: method, results, and conclusion.

Manufacturer narrative:
Additional information: event description and device code.

Event description:
Per pre-deco findings balloon piece was separated, however all balloon pieces were accounted for.

Manufacturer narrative:
Corrected information: model #.

Manufacturer narrative:
The delivery system was returned after being used in the procedure unlocked, inserted through loader cap and sheath.  A radial balloon burst is seen, one balloon piece is separated, inflation balloon does not appear to be missing any pieces, and minor soft tip damage of the esheath.  No relevant functional testing could be performed due to the condition of the returned device (burst and separated balloon). The complaints were confirmed through visual inspection of the balloon.  Balloon single wall thickness was measured along five locations of the balloon tear and all measurements met specs.  Imagery review imagery were provided from site shows, balloon shown fully inflated, balloon shown after burst, and the valve appears fully expanded.  Review of manufacturing mitigations, DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaints. A review of the IFU and training materials revealed no deficiencies. During the manufacturing process, the following visual inspections and tests are performed throughout the process, the balloon is 100% visually inspected under 2.85x minimum magnification for balloon size, assembled devices undergo 100% final inspection by manufacturing and quality, 100% visually inspect the inflation and crimp balloons for distorted/pinched folds, wrinkles/waviness, and fold lines. During the inspection, the balloon cover is removed as needed and replaced after inspection, and inspect entire device and reject for incorrect assembly, missing components, device damage (kinks, cuts).  Also, product verification (pv) testing was performed on lot samples and all samples passed product verification testing.  These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaints. The complaints for ¿balloon- burst¿ and ¿balloon ¿ separated¿ were confirmed through imagery review and visual inspection of the returned device. However, no manufacturing non-conformities were found in the returned sample. No visual abnormalities were observed on the returned sample, and dimensional measurements met specification. Review of manufacturing mitigations, DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaints. A review of the IFU and training materials revealed no deficiencies. Complaint history suggests that patient and/or procedural factors may have contributed to the observed balloon burst. The complaint site reported calcification in the stj, which could have potentially weakened the balloon during advancement and contribute to a balloon rupture. Additionally, calcified nodules in the annulus could contribute to a burst as detailed in a technical summary written by edwards lifesciences.  As noted in the complaint description, ¿balloon and delivery system were removed as one unit¿.   The training manual instructs when removing a ruptured balloon out of the patient to ¿take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath)¿ and to ¿not use excessive force¿.  Further manipulation of the devices (¿delivery system was pulled from the sheath¿) occurred on the back table and the balloon was only observed to be separated at this point in the procedure. It is possible that in attempting to separate the two device, the balloon burst was exacerbated causing a portion of the balloon to separate. No manufacturing non-conformances were identified, as the balloon wall thickness was found to be within specification.  As such, available information supports that patient factors (calcification) and procedural factors (device manipulation out of patient) likely led to the reported events. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, an fmea assessment is not required.  The complaints for ¿balloon- burst¿ and ¿balloon ¿ separated¿ were confirmed. No manufacturing non-conformities were found in the returned sample. No visual abnormalities were observed on the returned sample, and dimensional measurements met specification. Available information indicates that patient/procedural factors (calcification/device manipulation out of patient) may have contributed to the events. Since the occurrence rates do not exceed the december 2018 control limits for the respective trend categories, no corrective or preventative action is required.

Manufacturer narrative:
Reference CAPA-20-00141.